Event description:
During clinical use of the device, blood backed up in the tubing and clotted off the line, necessitating that the patient be "restuck" to administer IV medications. No other ill effects were reported.